Event description:
It was reported that this right ventricular (rv) lead exhibited chronically low impedance measurements in the 200 ohms range. Then impedance measurements were less than 200 ohms, and the physician suspected an insulation breach. No further troubleshooting was performed, and no actions were taken. The physician reviewed the information and determined the low impedance was not a concern due to the lead was otherwise functioning well. No adverse patient effects were reported. The lead remains in service.